Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the lead threshold increased over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.